Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "product 367983 lot no. 2118331 is having an issue with the gel separating correctly."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, (B)(4) retention samples of the incident lot were selected from bd inventory for visual evaluation and all tubes passed inspection criteria. Complaints for sample quality are under statistical control for the month of march, 2023. At this time , further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "product 367983 lot no. 2118331 is having an issue with the gel separating correctly."el separating correctly.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "product 367983 lot no. 2118331 is having an issue with the gel separating correctly.".

Manufacturer narrative:
The following fields were updated due to corrected information: b.5 describe event or problem: it was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "product 367983 lot no. 2118331 is having an issue with the gel separating correctly.". D.4. Medical device catalog #: 367986. D.4. Medical device lot #: 2119156 . D.4. Medical device expiration date: 2023-04-30. D.4. Unique identifier (UDI) #:(B)(4). H.4. Device manufacture date: 2022-04-29.